Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited scope communication errors e216 and b30. The customer noted they kept having the issue. The issue occurred during preparation for use in the bronch lab. There were no reports of patient harm or impact associated with this event.

Event description:
The intended procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information. Based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. The customer's complaint/reportable malfunction was confirmed. By the service business center. A review of device history record and historical complaints analysis was conducted. And no deviations, that could have caused or contributed to the reported issue was identified. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the following led to the malfunction, during device handling by the user. Water invaded scope connector. Subsequently, abnormality of electronic parts occurred. And then, the suggested event occurred. However, the root cause of the suggested event could not be specified. The following is included in the device instructions for use (IFU): important information: please read before use warnings and cautions: caution: turn the video system center on only, when the endoscope connector is connected to the video system center. In particular, confirm, that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8: inspection of the endoscopic system: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1: troubleshooting: if any irregularity is observed, during the inspection described in chapter 3: ¿preparation and inspection¿: do not use the endoscope and solve the problem as described in section 5.2: ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4: ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3: ¿withdrawal of the endoscope with an irregularity. Olympus will continue to monitor field performance for this device.